Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated and confirmed by photographic evidence that paint was peeling off on fork and suspension arm.

Manufacturer narrative:
The initial reporter was getinge technician. (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.